Manufacturer narrative:
Date of event: exact date unknown, event occurred seven days ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 7072097 / 7072183.

Event description:
It was reported that the patient had an infection at the ipg site. It was noted that the ipg site incision ruptured after it was hit against the doorway. It was believed that the infection was due to the collision with the ipg site and it was not procedure related. The patient was placed on antibiotics. All device components were explanted and were not returned.